Event description:
On 08/22/2006, nellcor received a report where it was claimed that the pilot balloon was leaking after 26 days of use on a patient. The customer reported the replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.